Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". The patient's previously administered products included for birth control: depo provera from 2007 to 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), taste loss ("loss of sense of taste") and smell loss ("loss of sense of smell"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)/ bled too muvh in 1 of my periods"), the first episode of arthralgia ("hip pain"), hypoaesthesia ("hands and feet numb"), device expulsion ("device expulsion"), loss of taste ("loss of sense of taste and smell"), loss of smell ("loss of sense of smell"), the second episode of arthralgia ("hip pain / aches in my hips"), back pain ("aches in my back") and pain in extremity ("aches in my arms, legs, hands"). The patient was treated with surgery (ablation and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypoaesthesia, device expulsion, loss of taste, loss of smell, back pain, pain in extremity, taste loss and smell loss outcome was unknown and the menorrhagia, vaginal haemorrhage, genital haemorrhage, metrorrhagia and the last episode of arthralgia had resolved. The reporter considered back pain, device expulsion, genital haemorrhage, hypoaesthesia, menorrhagia, metrorrhagia, pain in extremity, pelvic pain, smell loss, taste loss, vaginal haemorrhage, the first episode of arthralgia, loss of smell, loss of taste and the second episode of arthralgia to be related to essure. The reporter commented: essure insertion detail: number of proximal coils: 3 on left cornua and 2 on right cornua . Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2012: only the left essure device is in place, the right essure device likely passed. X-ray of pelvis and hip - on (B)(6) 2012: left occlusion only, migration of essure device. ¿concerning the injuries reported in this case, the following one was described in patient¿s social media record: "pain in extremity". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: plaintiff fact sheet received. Events ¿vaginal haemorrhage, ageusia, and anosmia ¿ were added. Events¿ genital bleeding, metrorrhagia and menorrhagia¿ outcome were updated to recovered/resolved. Event " arthralgia" were updated to not recovered/not resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". The patient's previously administered products included for birth control: depo provera from 2007 to 2012. Concomitant products included ibuprofen (motrin). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anosmia ("loss of sense of smell"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)/ bled too muvh in 1 of my periods"), the first episode of arthralgia ("hip pain"), hypoaesthesia ("hands and feet numb"), device expulsion ("device expulsion"), ageusia ("loss of sense of taste and smell"), the second episode of arthralgia ("hip pain / aches in my hips"), back pain ("aches in my back"), pain in extremity ("aches in my arms, legs, hands") and endometriosis ("reproductive system disorder/condition-type of disorder endometriosis"). The patient was treated with surgery (ablation and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypoaesthesia, device expulsion, ageusia, anosmia, back pain, pain in extremity and endometriosis outcome was unknown and the menorrhagia, vaginal haemorrhage, genital haemorrhage, metrorrhagia and the last episode of arthralgia had resolved. The reporter considered ageusia, anosmia, back pain, device expulsion, endometriosis, genital haemorrhage, hypoaesthesia, menorrhagia, metrorrhagia, pain in extremity, pelvic pain, vaginal haemorrhage, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: essure insertion detail: number of proximal coils: 3 on left cornua and 2 on right cornua . Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray on (B)(6) 2012: only the left essure device is in place, the right essure device likely passed. X-ray of pelvis and hip on (B)(6) 2012: left occlusion only, migration of essure device. ¿concerning the injuries reported in this case, the following one was described in patient¿s social media record: "pain in extremity". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: event "endometriosis" and concomitant drug were added. Dual entries of ageusia and anosmia deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)/ bled too muvh in 1 of my periods"), arthralgia ("hip pain") and hypoaesthesia ("hands and feet numb"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, metrorrhagia, arthralgia and hypoaesthesia outcome was unknown. The reporter considered arthralgia, genital haemorrhage, hypoaesthesia, menorrhagia, metrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: plaintiff fact sheet received. Reporter information updated. Events: hip pain, hands and feet numb. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)/ bled too muvh in 1 of my periods"), arthralgia ("hip pain") and hypoaesthesia ("hands and feet numb"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, metrorrhagia, arthralgia and hypoaesthesia outcome was unknown. The reporter considered arthralgia, genital haemorrhage, hypoaesthesia, menorrhagia, metrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleeding"), metrorrhagia ("menorrhagia (bleeding b/w periods)/ bled too muvh in 1 of my periods"), the first episode of arthralgia ("hip pain"), hypoaesthesia ("hands and feet numb"), device expulsion ("device expulsion"), ageusia ("loss of sense of taste and smell"), anosmia ("loss of sense of smell") and the second episode of arthralgia ("hip pain"). The patient was treated with surgery (ablation and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, metrorrhagia, hypoaesthesia, device expulsion, ageusia and anosmia outcome was unknown and the genital haemorrhage and the last episode of arthralgia had resolved. The reporter considered ageusia, anosmia, device expulsion, genital haemorrhage, hypoaesthesia, menorrhagia, metrorrhagia, pelvic pain, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 2 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2012: only the left essure device is in place, the right essure device likely passed. X-ray of pelvis and hip - on (B)(6) 2012: left occlusion only, migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs and mr received: events: ablation, expulsion of essure device, loss of sense of taste and smell and hip pain were added. Reporters, outcome were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". The patient's previously administered products included for birth control: depo provera from 2007 to 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)/ bled too muvh in 1 of my periods"), the first episode of arthralgia ("hip pain"), hypoaesthesia ("hands and feet numb"), device expulsion ("device expulsion"), ageusia ("loss of sense of taste and smell"), anosmia ("loss of sense of smell"), the second episode of arthralgia ("hip pain / aches in my hips"), back pain ("aches in my back") and pain in extremity ("aches in my arms, legs, hands"). The patient was treated with surgery (ablation and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, metrorrhagia, hypoaesthesia, device expulsion, ageusia, anosmia, back pain and pain in extremity outcome was unknown and the genital haemorrhage and the last episode of arthralgia had resolved. The reporter considered ageusia, anosmia, back pain, device expulsion, genital haemorrhage, hypoaesthesia, menorrhagia, metrorrhagia, pain in extremity, pelvic pain, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 2 on right cornua, diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2012: only the left essure device is in place, the right essure device likely passed.. X-ray of pelvis and hip - on (B)(6) 2012: left occlusion only, migration of essure device. The following information was received from social media aches in my back, arms, legs, hands. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- aches in my back, arms, legs, hands. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and metrorrhagia outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication .lab data added. Event injury nos replaced with chronic pain, gen. Abnormal. Bleeding and menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods) , device ineffective were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.